Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Upon receipt, an alert for output stage anomaly and an arc mark on the device can were observed. The device was tested on the bench and the output stage was confirmed to be damaged. Further evaluation of the arc mark indicated the presence of lead material.

Event description:
This report is to advise of an event observed during analysis.